Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an empty cartridge alarm when he cartridge was full. The customer was able to reload the cartridge successfully. Customer's blood glucose level was not impacted.